Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, the pediatric patient was vomiting and had lack of energy. They checked a bg and it was over 500 mg/dl while the cgm was displaying "low". The patient's parent took the patient to the hospital. The patient's bg was 699 mg/dl while the cgm was still displaying "low" and the patient was in diabetic ketoacidosis. The patient was admitted and treated with IV insulin. At the time of the report the patient was still in the hospital but was doing better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.